Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. During procedure, after two full re-sheaths the valve and delivery system changed into new one. A new 27mm navitor vision valve and large flexnav delivery system were chosen. The valve was successfully implanted. Post procedure, the echocardiogram showed first degree atrioventricular (av) block and left bundle branch block. The patient required prolonged hospitalization. A temporary pacing wire was placed and heart block resolved upon discharge.

Manufacturer narrative:
An event of perivalvular leak and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported perivalvular leak and heart block could not be conclusively determined. A prolonged hospitalization and surgical intervention were a result of case specific circumstances, as a temporary pacemaker was implanted. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6),(B)(4). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. The length of the membranous septum was 6mm and calcification was present. During procedure, after two full re-sheaths the valve and delivery system changed into new one. A new 27mm navitor vision valve and large flexnav delivery system were chosen. The valve was successfully implanted. The final implant depth at non-coronary cusp/ncc) 6.6 mm. Post procedure, the echocardiogram showed first degree atrioventricular (av) block and left bundle branch block. The patient required prolonged hospitalization. A temporary pacing wire was placed and heart block resolved upon discharge. On 30 day follow up, moderate paravalvular leak was noted. The patient was reported asymptomatic and well.